Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient's pain pills made the patient sick. Additionally the patient indicated that they were out of it and had some pain. Later the patient reported that they had a very heavy fecal accident overnight which caused the patient some discomfort and pain. The patient associated the discomfort and pain with their history of irritable bowel syndrome. A final call indicated that the patient fell and one of their wires came loose which was causing a lot of pain. The patient's healthcare provider (hcp) was aware of the issue and had told the patient there was nothing that could be done at the time of the call and implant was moved to (B)(6). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
(B)(4) should have been included in the initial report, no other changes or additions were required at this time. If information is provided in the future, a supplemental report will be issued.